Event description:
Customer reported that he inserts a new strip and gets a high reading (not provided) and then the device display indicates to insert a strip. No action reportedly taken based on value presented on display. Customer also reported that the device displayed a backward 'c', but it could not be determined if segments were missing due to the device not powering on. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.